Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Event description:
During surgery for a tfn nail implant, the surgeon had difficulty descending the locking mechanism within the nail while inserting the helical blade. He was eventually able to descend the mechanism but with significantly more difficulty than normal. The surgeon kept the nail in the patient and thinks that everything is ok. The surgery was prolonged for approximately 20 minutes.

Manufacturer narrative:
Product classification code provided. Subsequent product code: hwc. A review of synthes device history records for manufacturing revealed no complaint related issues.